Manufacturer narrative:
H6 method code 4114 has been updated to 4117.

Manufacturer narrative:
Date of event is estimated. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported that the patient did not charge the ipg as instructed. In turn, the ipg became inoperable. As a result, surgical intervention occurred where the full system was explanted on (B)(6) 2020.